Manufacturer narrative:
(B)(4). The device has not been returned for investigation at this time. The manufacturer will continue to monitor and trend related events.

Event description:
Reported event: the ball at the end of the inner shaft fell out of the instrument during use. The patient condition was reported as unknown.

Manufacturer narrative:
(B)(4). Based on new additional information the device malfunction occurred outside and away from the patient with no risk of patient injury. Therefore this is a non-reportable event.